Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Analysis of the catheter/catheter body found a user related hole.

Event description:
Return paperwork was provided by the company representative with no information provided. There was no alleged issue from the field. The pump and catheter were returned. Per the print report of the pump interrogation performed (B)(6) 2016 when the pump was returned for analysis, the pump was programmed to deliver morphine at a dose of 11.004 mg/day in flex mode for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.